Manufacturer narrative:
(B)(4). Catalog number 062941-001 is the international list number which meets the requirements of the similar product listed which is the us list number. The device involved in the event was not returned, it remains implanted; therefore a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
(B)(6) 2017 patient in (B)(6) underwent procedure for percutaneous endoscopic gastrostomy (peg)tube placement. On (B)(6) 2017 it was reported that the insertion site looks not clean and smells very bad. The external retention plate is positioned 5cm away from the skin. The physician visited the patient and prescribed unknown antibiotics.